Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she has been on a new pump and that her blood glucose has been high and low and believes that the pump is not functioning. She said there have been no unusual alarms. The customer ran a self-test and the pump passed. She said that she had to go to the ER about a month prior due to high blood glucose. The customer went to the ER on (B)(6) 2017 at midnight, with the blood glucose of 600 mg/dl. She said that she had bleeding at the site that caused issues. She also said that she had scar tissue on her abdomen due to the fact that she probably does not rotate her sites very well. The customer said that the cause of her hospitalization was because of high blood glucose and that the hospital treated her with fluids and a shot of insulin. The customer was wearing the pump at the time of the hospitalization. During troubleshooting for site issues, she said that there was blood at site but that it does not happen every time. The customer said that she did notice that when it did occur, her blood glucose does go up. She was advised to change the infusion set and to speak to her doctor about alternating sites. The insulin pump will not be returning for analysis.